Event description:
The doctor claims the following: diagnosis: aso, lesion:aorta. The patient developed fever 2 weeks (on or about 2005) after the (2005) procedure. The patient's temperature became 39.1 degree celsius 3 weeks after the procedure. The patient has been administered loxonin (anti-inflammatory drug) and the fever has been going down somewhat.